Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor fell off after 5 days of wear. The customer further reported she was not able to check her glucose level and became hyperglycemic, with a symptom of vomiting. The customer self-presented at the hospital and received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.